Event description:
It was reported that the device displayed a low battery alarm and then went to battery failed alarm and stopped working. Information on general device operation and troubleshooting steps were provided but the issue was not solved, the nurse thinks the issue may lie in the cord itself. Rotech's phone number was given to request a replacement and advised to contact pt's hop because a backup was not available. No further information provided.